Event description:
It was reported that a device was used during a low anterior resection. The device did not cut when fired. Another device was used to complete the case. There were no patient consequences.